Event description:
According to the reporter from synthes (B)(6) warehouse, 4 mislabeled screws were found initially, and then 7 other pieces were found in (B)(6) stock. A total of 11 holders of the matrixmandible locking screws were labeled as 12mm (length) instead of 5mm. The real length of the screws is 5mm. The real length of the screws is 5mm. This is report 7 of 11 with the same label report.

Manufacturer narrative:
Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. PMA 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation found that there was a mfg oversight during the production process. Personnel were retrained and an additional control has been put into place to verify that the labels matched the length of the screws.